Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with blank display problem. Problem isolated to the lcd board.

Event description:
The customer reported that the insulin pump had a blank display. Advised the caller to use the recommended battery for the device. The customer mentioned also that the device had a frozen display and troubleshooting could not be performed as the buttons were unresponsive. No further information was provided.